Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter pairing loop occurred. The complaint transmitter was returned for evaluation. The device was visually inspected and no defect was found. The device passed a voltage test. Pairing with (B)(4) bluetooth device: passed. The share log was reviewed and could not confirm the complaint. The probable cause could not be determined via product. In addition, fatal error was found in connection to the reported allegation. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter pairing loop occurred. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. In addition, fatal error was found in connection to the reported allegation. The reported event of a transmitter pairing loop is reportable based on the finding of a fatal error. No injury or medical intervention was reported.